Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer is experiencing low blood glucose levels. It was reported that the customer is having trouble changing his basal rates. Customer's blood glucose reading ranged between 35-42 mg/dl. Troubleshooting was done. Nothing further reported.